Event description:
It was reported that the patient's implantable pulse generator (ipg) was not holding a charge. The patient's ipg was replaced with an MRI compatible device. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility and will not be returned.

Manufacturer narrative:
(B)(4). (Sn:(B)(6). Investigation results: the device was not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Investigation conclusion: the complaint reported of implantable pulse generator (ipg) was not holding a charge could not be confirmed. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code unable to exclude device problem will be used.

Event description:
It was reported that the patient's implantable pulse generator (ipg) was not holding a charge. The patient's ipg was replaced with an MRI compatible device. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility and will not be returned.